Event description:
Consumer reports one bd logic giving much higher readings than other bd logic. Analysis run on clarke error grid using meter comparison reading (84) as ref. Point vs. Bd readings (400, 400, hi, 340) yielded data points in "c/d" range of the grid, outside the acceptable range. Consumer stated that they felt that the meter reading 84 was accurate.